Manufacturer narrative:
H3. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H4. Device manufacture date: unknown h3 other text: see h10.

Event description:
It was reported that during use with the bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off. There was no report of patient impact. The following information was provided by the initial reporter: the safety cover of the 21 gauge straight blood collection needles - 368607, lot 3913557 is breaking off when engaged, leaving the used needle exposed.